Manufacturer narrative:
(B)(4). Date sent: 7/12/2016. Batch # m9384n. The analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. In addition, the blade was found at good physical condition. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. No noise was heard during testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. It is possible that the unexpected noise heard could be either: the blade making contact with metal or plastic while activated or the blade not being properly attached to the hand piece. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: for clarification, did the tissue pad melt, (pad loose, but not fallen off the clamp arm; and another photo of the groove), or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?), if yes, did any piece fall into the patient: the teflon pad was not in the clamp when I received it. The nurse who reported this event said that they heard a sound similar like a tiny explosion when they used it. They did not report any part of the clamp dropped in the patient; was the piece retrieved: the har36 was retrieved and they use another to continue the procedure; did this cause a change in the plan of care for the patient: no, I was informed that the case continue without complications; does the surgeon activate the device with the jaws closed, with no tissue between the jaws: no information was given about the improper use of the device, it was used by an experienced physician who knows our technology and the correct use of it; is the detached tissue pad being returned with the device: it was not; or, was the detached tissue pad discarded: no information available; was the active bladed damaged: the active bladed was in proper conditions when it was received by me.

Manufacturer narrative:
(B)(4). Date sent: 4/29/2016. Information was not provided by the initial contact. Information is unavailable. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: for clarification, did the tissue pad melt? Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If yes, did any piece fall into the patient? Was the piece retrieved? Did this cause a change in the plan of care for the patient? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? Is the detached tissue pad being returned with the device? Or, was the detached tissue pad discarded? Was the active bladed damaged?

Event description:
It was reported that during a splenectomy procedure, when the surgeon was using the device, the device did a different noise "like a little explosion" and the tip was damaged without the teflon. Another like device was used to complete the procedure. There were no adverse consequences for the patient.